Event description:
The customer contact reported particulate. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that during priming prior to pt use, particulate was noted in the reported round circle of the cassette of the tubing set. It was reported that the particulate was described as a small black dot. No specific details were provided. Though requested, no additional info was provided, including, if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.